Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement and no capture in any configuration. No adverse patient effects were reported.